Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 276 mg/dl. The customer reverted to manual dose injection due to being out of supplies, no additional information was obtained.